Event description:
It was reported that the customer went to the emergency room and was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of in the 20s mg/dl; cause was not known. Customer was treated with intravenous fluids of dextrose to address the bg. Customer was discharged from the ICU 5 days later, (B)(6) 2026 with the issue resolved and no permanent damage. Tandem technical support performed a system check and performed a pump log review; the pump is functioning as intended.

Manufacturer narrative:
There is no evidence that the pump experienced a malfunction or failure. There were no continuous glucose monitor (cgm) values below 54 mg/dl and there were no blood glucose (bg) values entered into the pump that were below 54 mg/dl. The complaint could not be confirmed.